Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient stated they were implanted recently and they were wondering why they were in so much discomfort. They stated their pain level and spasticity symptoms were leaving him to believe he was underdosed. They stated they had increased spasticity in areas that did not necessarily hurt before. The patient was filled on (B)(6) 2013 and they were unsure when their next refill was. The patient was under the assumption that ¿you fill your pump every six months¿. They were advised that this was not necessarily the case. The medication used within the system was baclofen. The patient later reported a headache, increased baseline pain, increase baseline spasticity, and a spinal headache. They stated they gained 18 or 20 pounds since (B)(6) 2013 (date of implant). Their activity level and eating habits had not changed. They noted they were on oral lyrica ten years prior to the report, and the same thing happened. The patient stated they were having added pain since implant. The patient stated their dose was recently increased from 200 to 250 mcg. They stated the pump made them feel worse, and all the pain areas hurt more than they did before. The patient stated that all of their other pain in their knee and hip is ¿over amplified¿ since the baclofen started. They had ringing in their ears and a runny nose. Their healthcare provider told the patient to be patient. The patient expressed dissatisfaction with their healthcare provider. They stated their spasticity was much worse than before the implant. He stated that everything that he read suggested he was being underdosed. The patient stated that before the implant he was sexually active. Since the patient was implanted, they stated they could not function sexually; that he could not manually function sexually and it was embarrassing. The patient stated it took them longer to urinate, and that his entire system was depressed. The patient stated they got a spinal headache after implant and the headache had not gone away. They tried lying flat as often as possible and taking caffeine, but the headache had not improved. They stated they were not on oral baclofen, as it never worked for them. The patient felt uninformed by their healthcare provider and they did not know what they were getting into. They felt they were not getting any positive result from the therapy. A healthcare provider later reported the medication used within the system was lioresal. They noted the patient experienced dizziness and (illegible). The patient¿s outcome was noted as a non-serious injury/illness. It was later reported that the patient had had, and as of (B)(6) 2013, had failed conservative therapy. Their healthcare provider (hcp) was to perform a pump refill on (B)(6) 2013. The patient complained of pain in the left shoulder. They stated the pain did not radiate. The pain was described as shooting. The patient denied nausea, constipation, feeling sedated, and delirium. The programmer was used to obtain telemetry readings from the pump. The residual volume noted was ¿18 m¿. Final pump settings were confirmed by the healthcare provider. The patient¿s chief complaints were noted to be pain in the back, head, and bilateral shoulders. The pain was rated as 6/10 in severity. They stated their pain was the same as it was at the previous visit. They described the pain as having an aching and a dull quality. The patient had tenderness present in the lumbosacral spine. Recent interventions included treatment with pain medications which were ¿effective¿. On (B)(6) 2013 the patient was prescribed morphine oral tablets 15 mg once daily. The patient was also taking levetiracetam 500 mg oral twice per day. The patient stated that they fractured their humerus. They had a sling to wear but they were getting a new brace on 10/10/2013. The patient was there to continue to decrease their intrathecal baclofen as they ¿did not notice difference except no more headache¿. It was later reported that the patient felt dizzy and hit their head (no loss of consciousness) after a dose increase. The patient went to the hospital. A CT showed a subarachnoid hemorrhage. The patient was asymptomatic and had a glasgow coma score of 15. Care was transferred to another hospital. The patient was awake and alert with no headaches, nausea, or vomiting. The patient had entire left sided spasticity. The patient mildly improved on baclofen, but they had increasing problems with ambulation since they had the fall on (B)(6) 2013 and after increasing the dose of baclofen. The patient was discharged on (B)(6) 2013. The patient was readmitted on (B)(6) 2013 after falling again on the evening of (B)(6) 2013. They had a bump on the left side. They were found to have a subdural on the right side. They were admitted for observation. They had an eeg and another CT scan. They were admitted again on (B)(6) 2013 after a fall. There was no bleed. On (B)(6) 2013 their physician indicated the patient was evaluated and discussed with radiology and neurosurgery. The patient was cleared and found to have improved head injury and improved stroke size. This was suggestive of ¿probably decreased intracranial pressure may be due to a leak from their baclofen pump¿. The patient needed a pump readjustment and may need a blood patch. The neurosurgeon indicated that if they needed a blood patch, it should be done by the team who placed the pump originally.